Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that it wasn't working as well. The patient had shoulder surgery two weeks prior to the report, and the patient requested to have a manufacturer representative come to an appointment at her health care provider's office to put on track again. One section didn't seem to be working. The patient turned it off before surgery and afterwards had to fool with the numbers to get it working. This had occurred 6 months prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.